Event description:
Customer had initially reported receiving a "replace sensor" message on the display of the adc freestyle libre sensor. On (B)(6) 2022, caller reported that they received 3 reader replacement instead of 3 sensor replacements and due to incorrect product being delivered, customer did not have sensor to test and therefore experienced a medical event. Customer experienced symptoms of hypoglycemia described as "can't react, can't talk" and a loss of consciousness. Customer was provided treats by his wife to raise his glucose level. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.